Event description:
Medtronic received a report that the pipeline failed to open in the distal section and exhibited burr-like irregularities at the tip. The patient was undergoing surgery for treatment of a fusiform, unruptured left c6 aneurysm with a max diameter of 6 mm and a 2 mm neck diameter. The landing zone was 3.9 mm distally and 4.8 mm proximately. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was not informed; 1 week of dual antiplatelet therapy administered preoperatively. The angiographic result post procedure was left c6 aneurysm. It was reported that a flow diverter stent was used to treat a left c6 segment aneurysm. The "p27" was positioned to the straight segment of the middle cerebral artery. After the stent was delivered to the target location, it was attempted to deploy it by pushing the stent backward and increasing tension. However, it was noted that it failed to open. The microcatheter was pushed upwards to ensure that the ¿wing¿ was not stuck, and continued attempts to increase tension and deploy, but it still failed to open. Multiple attempts were made by pushing, pulling, and reattempting deployment, but it remained unable to open. Subsequent dsa imaging revealed burr-like irregularities at the tip. The flow diverter stent was then withdrawn, and the procedure was successfully completed using a new 4.75¿20. There was failure to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline removed from patient. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.